Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string came out and was unavailable to aid in the removal of the tampon. She experienced pain and had to seek medical assistance to remove the tampon.